Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced low blood glucose of 48 mg/dl. The customer was informed that there could be many reasons for low blood glucose. The customer called to complain that the belt clip to their insulin pump is broken. A new belt clip was sent to the customer. No further information was provided.